Event description:
The reporter claimed that her blood glucose was elevated to 574 mg/dl with symptoms of ketones, nausea, and vomiting. Reportedly, the elevated blood glucose started on (B)(6) 2011. His blood glucose was at 268 mg/dl 2 hours after her dinner. The patient's blood glucose continued to rise above 500 mg/dl despite her effects to take bolus insulin through the night. In the morning, the patient went to see her doctor who advised her to go to the emergency room for assistance. She was diagnosed with dka and was treated with IV insulin. The patient was subsequently transferred into ICU. A follow-up to investigate the event was done on (B)(6) 2011. The animas representative concluded that the animas insulin pump was working accordingly. Furthermore, it was noted that the high blood glucose was attributed to the patient's inadequate diabetes management on the night of concern. The patient did not take a sufficient amount of bolus insulin dose during dinner time. At 9 pm, the patient programmed 9.2 u of bolus insulin via the pump but cancelled the dosage after 1.2 u was administered. The correct amount of insulin was never administered. At 11:30 pm, the patient attempted to bolus with 0.8 u of insulin but her blood glucose elevated above 500 mg/dl. At this point, the patient managed her elevated blood glucose with the insulin from a syringe but had no success in lowering her blood glucose. This complaint is being reported because the patient allegedly had hyperglycemic symptoms and received medical intervention accordingly while she managed her diabetes with the insulin pump. After further investigation, it has been concluded that the alleged hyperglycemia may have been attributed to a user error, inadequate bolus insulin during the evening of (B)(6) 2011. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6).